Event description:
It was reported that there was difficulty inserting leads into the header of the pulse generator during implant. The physician used lubrication to successfully insert the leads. The system was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.